Event description:
While servicing the instrument, the beckman field service engineer (bec fse) identified that the cta (closed tube aliquotter) of the unicel dxc 600i synchron access clinical system failed a carryover test. There have been no reports of erroneous results and no impact to patients related to this failure.

Manufacturer narrative:
The beckman coulter field service engineer (fse) was dispatched and evaluated the system. The fse replaced worn cta (closed tube aliquotter) syringes and active wash station to resolve the carryover issue on the cta. Internal beckman coulter identifier is (B)(4).